Event description:
Just over one month after treatment with bovine collagen the pt experienced edema and redness of the treated area. The physician diagnosed a delayed hypersensitivity reaction and treated the pt with prednisone orally.